Event description:
It was reported that during a laparoscopic appendectomy procedure, malformed staples were noticed after the device was fired. It was stated that the staples did not form a correct b shape when inspected. Sutures were used to complete the case. There was no adverse consequence to the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Accu-chek inform meter was returned to cradle to download control results in the ed. Download history showed the status as "fail." Normally, the date and time are sent to the meter at the end of a successful transmission cycle. It is unclear if an error message was displayed on the meter but it was used again two days later when a patient test was performed. However, the date of the test was recorded as two dates before the test was performed. The meter was returned to the cradle where it successfully completed a transmission cycle and the date was corrected. Though quality control material had not been run for the 48 hours, quality control material was run the date of the date correction. The error was recognized when the device tried to result into the electronic medical record software using the wrong date. The meter was immediately removed from service. Both roche (meter manufacturer) and medical automation systems (connectivity software company) were both contacted without resolution to the problem. Meter will be replaced.==================================================================reporter indicated they did not have prior similar problem with this device. The test results were never in question. It was the time of the test that was recorded incorrectly by the meter. Correct date and time of result were verified after speaking with the instrument operator and by medical chart review. Other data in history file was not affected. No other base/meter was affected. Base and instrument are still in use without any recurrence of the incident.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and with (3) cartridge reloads present. The device was tested for functionality with a test cartridge reload the device fired, cut and stapled. The cut was noted to be jagged due to a damaged knife, which caused the test media to shift causing staples to malform. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.